Manufacturer narrative:
Related evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon evaluation the edges of the outer sheath are showing dents also the cutting edges of the burr were found to be dented. The damages present suspect contact with hard objects. The root cause most likely is too high mechanical forces due to contact with hard objects. No indications for a material or manufacturing issue were found during the investigation. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a finish barrel burr, sterile, according to the information received, the problem was that on the distal part of the burr chips of iron comes out. Information about patients health was not provided. Additional patient information is not available.